Event description:
It was reported to philips that the system failed to boot due to an ippc memory error on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service cleaned and reconnected the memory and restored the system. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).